Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Event description:
It was reported that during a knee arthroscopy, when the wire was passed, resistance was noticed from the pin passing drill to mill the canal and the wire broke. The broken piece was successfully remove with tweezers. The procedure was completed using a back-up device. There was a delay of 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).